Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was used in an implant procedure performed on (B)(6) 2023. On (B)(6) 2023, the balloon deflation was indicated by green urine. An emergency early removal of the partially deflated balloon was performed by endoscopy. There were no patient complications reported as a result of this event. Patient admitted to the hospital only for endoscopic procedure and normal post op recovery stay. The patient's condition at the conclusion of the procedure was reported to be fully recovered. It was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline.

Manufacturer narrative:
Imdrf code a1401 captures the reportable event of deflation. Imdrf code f2202 captures the reportable event of endoscopic procedure.